Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his ambicor penile prosthesis (app) removed and replaced. The app was explanted and an inflatable penile prosthesis (ipp) consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. Should additional information be received, a supplemental report will be filed for the addition information.